Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-01910. It was reported that guidewire fracture occurred. A 1.25mm rotalink¿ burr and a 330cm rotawire were selected to treat target lesion. During preparation, it was noted that the wire was fractured in half while the burr was spinning. No patient complications were reported. The event occurred outside the patient's body.

Manufacturer narrative:
UDI= (B)(4). Device evaluated by MFR: the device was received for analysis. Device analysis revealed drive shaft, coil and sheath were inspected and no issues were noted. The burr was microscopically examined and the annulus was examined and was noted to be damaged. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-01910. It was reported that guidewire fracture occurred. A 1.25mm rotalink burr and a 330cm rotawire were selected to treat target lesion. During preparation, it was noted that the wire was fractured in half while the burr was spinning. No patient complications were reported. The event occurred outside the patient's body.